Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 84 mg/dl. The customer explained that her blood glucose would not go higher. The customer stated that she had the flu at the time of the hospitalization as well as a stomach ache. The customer subsequently cut her basal rate in half and did not deliver any boluses. In regards to the insulin pump, the customer stated that the screen went black. While troubleshooting, the customer stated the battery cap was not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.